Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer disconnected the amboo system they had installed and now could not get an image on the provation computer. The customer was running rgb from the printer out on the cv-190, but do not have a monitor to test the connection. The customer stated that the amboo system was running a sdi to usb into the front of the computer. The customer will contact the provation team and have them swap the com port back to the original back side for the cv-190 video and see if that gets them an image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, no image on the evis exera iii video system center after disconnecting the amboo units. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The customer provided an update on the status of the device and this information was inadvertently left out the of initial medwatch report. The customer confirmed the comm port setting had been changed for the amboo demo equipment. The equipment was disconnected and provation remotely changed the comm port back. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a setting fault. However, the final root cause of the loss of image/setting fault was unable to be identified. Olympus will continue to monitor field performance for this device.